Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to material adhering to the air/water channel that was not removed completely due to incorrect reprocessing; this then led to clogging of the device. It was not possible to further presume the cause of the material entering into the nozzle since it was not possible to obtain detailed information on the handling of the device. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported that the date and how the air leakage occurred was unknown. The customer did not have any additional details.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the connecting tube. Evaluation also found the bending angle in the up direction and the play of the up/down knob did not meet standards due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the flexibility adjustment function did not work due to damage to the flexibility adjustment ring, the adhesive around the objective lens was peeled, the adhesive around the light guide lens had a white clouded area, the scope cover and distal end had a burn, the connecting tube was buckling, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had air/water leaks. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.